Manufacturer narrative:
Updated fields -b1, b4, d7a, h4, d9, e1 event site telephone, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 (serial#) and d8 should be left empty in previous MDR no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - a2, a3,a4, b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site state ¿ arizona the device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during use, intra-aortic balloon (iab) began filling with blood.